Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors have been considered. Previous investigations of similar complaints have been reviewed. An unintended movement or incorrect holding of the delivery system as well as excessive compression of the outer catheter during stent deployment may cause or contribute to an inaccurate stent release and/or irregular stent placement. Also a challenging placement site, tortuous and/or calcified vessels and a not-performed pre-dilation may contribute to an irregular stent placement. In this case, the lesion was calcified. On the basis of the limited information available, a definitive root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further information or patient details. Not returned.

Event description:
It was reported that after deployment of the vascular stent in the left sfa, it was found that the vascular stent had an incorrect length. Therefore, an additional stent was used for successful completion of the procedure. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was provided. On the basis of the images received, the reported stent foreshortening could not be confirmed. Due to the poor resolution of the images, no irregularity of the stent strut structure could be determined. Therefore, the reported event could not be reproduced. Potential contributing factors have been considered. Previous investigations of similar complaints have been reviewed. An unintended movement or incorrect holding of the delivery system as well as excessive compression of the outer catheter during stent deployment may cause or contribute to an inaccurate stent release and/or irregular stent placement. Also a challenging placement site, tortuous and/or calcified vessels and a not-performed pre-dilation may contribute to an irregular stent placement. In this case, the tracking path was calcified and it was difficult to advance the system to the target lesion. On the basis of the information available, a definitive root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.